Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) packaging was returned for investigation (image attached in complaint diligence log). Visual evaluation of the as returned product packaging identified the outer box, outer vial, traceability labels and IFU. The outer vial seal broken without any inner vial, implant, mount, or screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during initial use in the procedure. (B)(4) and (B)(4) are linked as they were reported together by the same customer for similar events on separate dates. These events will be investigated separately. The customer provided pictures of the reported devices for both complaints showing the outer boxes and outer vials. In the images, one outer vial seal is visibly broken while the other one cannot be determined due to the hands obstructing the view of the vial seal. However, evaluation of the returned devices determined both outer vial seals were broken. The conditions of the reported product when it first reached the customer are unknown. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1231565). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1231565) for similar events and no other complaints were identified. Based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the conditions of the product when it first reached the customer are unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported that clinician went to place an implant and the container was completely empty there was no implant, fmt or cover screw. He was able to complete the surgery with another implant on hand. Tooth location unknown.